Event description:
The patient's mother reported that for the past month the patient's insulin infusion headset is not properly adhering to his skin. She stated the infusion headset will pull out altogether within a couple of hours and if the patient swims it comes off immediately. She stated the patient cleans the site area with prep wipes and dries the area before applying the headset. She said she also uses a clear plastic dressing and it peels off as well. She said it is very hot and humid where she lives. The patient's mother stated the patient has had elevated blood glucose readings in the 300's mg/dl range. She stated the patient experiences stomach pain and nausea/vomiting and corrects his blood glucose readings by giving himself correction boluses. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.